Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon called and saying that his patient had tc3 implants then realized that it has a nickel allergy. Surgeon tried to revise her knee and convert her to a nickel free option. Surgeon said when removing the femoral sleeve that he fractured her femur and that she would now need a hinge/distal femoral component. At that point, he did not have those options available, she closed the patient back up leaving the mbt revision sleeve and femoral sleeve with stem attached. Surgeon said that he called an engineer at competitor because he knew they still made custom implants and depuy synthes does not. An engineer at the competitor told him that depuy synthes does have a special program for ¿hardship/one of cases¿ and gave surgeon the name and number of the depuy synthes engineer. After calling the depuy synthes engineer it was confirmed that we can special make nickel free components doe: (B)(6) 2018; right knee.